Event description:
Subsequent to the initial medwatch report, additional information was received which indicated that on (B)(6) 2012, the patient was rehospitalized with chest pain. A non-invasive stress test was positive for ischemia and an electrocardiogram showed no myocardial infarction. A coronary artery bypass graft procedure was performed and the patient was discharged to home on (B)(6) 2012. No additional information was provided.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2009 with placement of a 2.5 x 18 mm xience v stent in the mid left anterior descending (lad) artery and placement of a 2.5 x 18 mm xience v stent in the proximal ramus artery. Direct stenting was performed for placement of the stent in the lad; however, pre-dilatation was performed before placement of the stent in the proximal ramus artery. On (B)(6) 2012, the patient experienced chest pain and was rehospitalized. An electrocardiogram performed noted indeterminate results and a non-invasive stress test was positive for ischemia. A cardiac catheterization performed on (B)(6) 2012 noted instent restenosis in the xience v stents placed in the mid lad and the ramus. No treatment was provided and a coronary artery bypass graft consultation has been requested. The patient was discharged to home on (B)(6) 2012. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 mm xience v device is being filed under a separate medwatch report. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, and restenosis, as listed in the instructions for use, are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia and restenosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Subsequent to supplemental medwatch report, additional information was received which indicates that the patients angina resolved on (B)(6) 2012. No other information was received.

Manufacturer narrative:
(B)(4).